Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the foreign material remained in the device because reprocessing could not be properly performed due to the discovered leak in the biopsy channel. It was also noted that the the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): gif-1100 operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif-1100 reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
Implant failed due to a failure to osseointegrate.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due to connecting tube had buckling. Evaluation also found the following: due to burn on plastic distal end of cover, insulation resistance value at distal end did not meet the standard value, due to damage on channel-tube water tightness was lost, due to wear of angle wire the play of up/down knob was out of the standard value, universal cord had a wrinkle, grip had a scratch, air/ water suction cylinder had no color. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.